Event description:
This is being filed to report the difficulty removing the cds resulting in chordal damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was inserted however difficulty was met steering the device due to the posterior transseptal puncture. The clip delivery system (cds) was advanced and difficulty was met steering the device. When pulling back the cds it became caught in the chiari network. The cds was able to be pulled into the sgc however a piece of the chord was noted to be attached to the clip. The cds and sgc were then removed together. The procedure was continued with a new sgc and cds. One clip was implanted, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the difficulty positioning the cds appears to be due to procedural conditions. The reported difficulty removing the clip from anatomy appears to be a cascading event of the difficult positioning. The reported tissue injury appears to be a cascading event of the clip caught in anatomy. Additionally, the reported patient effect of unspecified tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.